Event description:
Event description boston scientific crm received information that the ventricular lead model 4457 sn472325 had an impedance of 2500 ohms and no pacing during a routine followup. The physician decided to take the patient to the operating room right away. During the implant the surgeon verified that the lead coil was broken. Also, the pacemaker is on advisory.